Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5, e1 (reporter name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image with 290 scopes occurred due faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports patient was not under anesthesia and no delay, injury or death reported.

Event description:
The customer reported to olympus, the video system center had no image. The issue was found during reprocessing and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a defective printed circuit board. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1/establishment full customer name: (B)(6) medical college.